Event description:
Patient reports a couple of times she had a high pressure alarm. Patient checked tubing and there was no issue. So she ended up changing the cassette which resolved the issue. She hasn't currently had this issue. Unknown serial number and maintenance date. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; if yes, was any medical intervention provided? N/a; is the actual device available for investigation? No; if yes, was the patient able to successfully continue their infusion? Yes; if no, what was the patient instructed to do in able to continue their infusion? N/a; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.